Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered 15 shocks as inappropriate therapy and had low shock impedance measurements. Technical services (ts) was consulted and reviewed stored data. Ts noted how the shock impedance was low within range and had been stable. Ts discussed how the patient had a low amplitude for their rhythm which resulted in oversensing. Ts noted how the smart pass feature was disabled likely to the same low amplitude of the patients rhythm. The device therapy delivery was programmed off. Ts recommended x-ray imaging to examine systems position. This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates the patient had hypokalemia that resulted on the observed low amplitude for their rhythm. The patient has recovered and this condition resolved. The device therapy was reactivated. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered 15 shocks as inappropriate therapy and had low shock impedance measurements. Technical services (ts) was consulted and reviewed stored data. Ts noted how the shock impedance was low within range and had been stable. Ts discussed how the patient had a low amplitude for their rhythm which resulted in oversensing. Ts noted how the smart pass feature was disabled likely to the same low amplitude of the patients rhythm. The device therapy delivery was programmed off. Ts recommended x-ray imaging to examine systems position. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered 15 shocks as inappropriate therapy and had low shock impedance measurements. Technical services (ts) was consulted and reviewed stored data. Ts noted how the shock impedance was low within range and had been stable. Ts discussed how the patient had a low amplitude for their rhythm which resulted in oversensing. Ts noted how the smart pass feature was disabled likely to the same low amplitude of the patient's rhythm. The device therapy delivery was programmed off. Ts recommended x-ray imaging to examine systems position. This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates the patient had hypokalemia that resulted on the observed low amplitude for their rhythm. The patient has recovered and this condition resolved. The device therapy was reactivated. No additional adverse patient effects were reported.